Event description:
The consumer states the chair is cutting out. If he tries to go up a slight incline after using the chair for awhile, it cuts out.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.